Event description:
The serial cable was also received by the manufacturer on (B)(6) 2012. Follow up with the company representative revealed that the screen freeze was believed to have occurred while trying to interrogate. Product analysis on the handheld computer and software/flashcard was completed. The reported allegations were not verified. No anomalies associated with the handheld computer were noted during testing using the ac adapter or the main battery with a full charge. An analysis was performed on the returned flashcard and the reported allegation was not verified. The handheld, flashcard, and software performed according to functional specifications.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently did not report that the serial cable was also received by the manufacturer.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a physician's handheld dell x5 computer does not work, as it "freezes" when attempting to interrogate. The company representative tried using the physician's programming system to interrogate with a demo generator, but it reportedly took a while to establish communication or a checksum error was observed. The representative initially reported that it was most likely that the physician thought it was freezing, as the programming system was slow to establish communication. However, the representative did not observe the system freezing when she was troubleshooting. The representative initially reported that she thought there might be a problem with the serial cable which was causing the communication problems, as the connection between the computer and serial cable appeared loose. In addition, the physician's handheld computer and wand were able to interrogate without any communication problems with the company representative's serial cable. A new serial cable was shipped to the physician. However, the freezing problem reportedly continued with the new serial cable. The physician had to perform hard resets to have the programming system working again. However, the frozen screen occurred again after several uses. A new computer was sent to the physician. Attempts for additional information have been unsuccessful to date. The handheld computer and software/flashcard was received by the manufacturer on (B)(4) 2012. However, product analysis has not been completed to date.